Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The customer alleged that the control iq feature was not functioning properly. Tandem technical support reviewed pump data and concluded that control iq technology was functioning as intended. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.